Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred to the taxus express2 2.50 x 20mm stent. The lesion being treated was a heavily calcified, ostial left anterior and a 1.75mm rotablator burr on the lesion. As the taxus stent was advanced to the lesion resisance was felt. The undeployed stent was removed from the pt's body when it was discovered that there was an elevated stent strut. The physician then dilated the lesion with a 2.5 x 12mm maverick balloon and a 2.25 x 10mm ultra ii cutting balloon. A taxus express2 2.75 x 28mm stent was deployed at 14 atms for 25 seconds in the lad. A taxus 3.0 x 24mm stent was deployed in the mainstream vessel at 14 atms for 20 seconds. A 3.5 x 15 quantum maverick balloon was used to post dilate the 2.75 x 28mm stent. There were no pt complications reported. The pt's status is listed as "well".